Manufacturer narrative:
The device operator is not a candela customer, hence no operator training or device records are available for further evaluation. The device serial number was not reported, hence device history cannot be reviewed, the device is not available for evaluation, hence a product investigation cannot be performed. Treatment setting parameters where not provided by the end user. It is unknown if the device was used and maintained according to candela guidelines, and unknown if the device was working according to specifications. Patient history, skin type, and pre- and post-treatment care details were not provided. According to the gentlemax user manual and the gentlemax laser system treatment guidelines, burns and scarring are listed as "untoward responses," a known inherent risk of device.

Event description:
Agent for patient reported hair removal treatment was received on or about (B)(6) 2018 with the gentle max laser and that the patient was burned throughout the lower half of her body. Complaint alleges patient injuries resulted in pain, scarring, and physical handicap requiring hospitalization, medical care, and treatment. The treatment provider is not a candela customer; contact information not available for further follow up. Complaint cannot be confirmed. The case will be re-assessed upon receipt of new and/or relevant information and supplemental reports filed accordingly.